Event description:
Customer reported that he received a no delivery alarm. Customer was unable to troubleshoot. He was changing hid infusion set and reservoir. Customer stated that the cannula was not bent. Customer was instructed to call back if the alarm recurs. Blood glucose value is 123 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.